Event description:
It was reported that the patient was put in the hospital last night due to pain, depression, and anxiety. It was stated that this had been an issue since the patient had the implantable neurostimulator (ins) placed on (B)(6) 2014. It was stated that the system placed on 7/7 was never turned on yet. It was noted that no patient programmer was present to check the ins. It was stated that the caller did not know if the previous ins was changed out or not. It was stated that the managing healthcare professional (hcp) was not known, or who implanted the most recent version placed on 7/7. Additional information received reported that the reason for the patient¿s surgery on 2014 (B)(6)was to remove the patient¿s 5-6-5 lead and replace it with leads targeting the dorsal roots. It was reported that this was to obtain better foot coverage. It was noted that the patient had a ¿long standing history of depression and suicidal ideation¿ that was not device related. It was noted that the patient was on a psych unit and that his primary issues were psychiatric in nature currently.

Event description:
It was later reported that the system did not work for the patient. The device system was explanted on (B)(6) 2015 due to therapy related, the patient did not have effect. The device was not replaced.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 3487a-45, lot# va0706f, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 3708220, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3708220, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3487a-45, lot# v825261, implanted: 2014 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomalies. The ins battery had reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after physician mode recharger (pmr) recovery, the total recharge count is 30. The last recorded recharge session performed while the device was implanted occurred on (B)(6) 2014. The device was recharged for 4 hours 10 minutes and the battery charged from 3.440v to 3.915v. The battery discharged to the lock mode on (B)(6) 2015. The parameter trend diagnostic section of the trace report shows the last patient usage was on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.